Event description:
Pt had lifesite access placed in hosp. Discharged the next day to come to facility for outpatient hemodialysis treatment using the new access. The lifesite was cannulated in accordance with the MFR's recommendations. Within 5 mins after starting the hemodialysis treatment, the pt became extremely hypotensive, diaphoretic, tachycardic, and short of breath. Basic support measures (i.e. Normal saline IV, o2, trendelenburg position) were implemented. The pt's bp remained labile. The dialysis treatment was stopped and the pt sent to the hosp for further evaluation. Condition deteriorated and pt was found to have a hemothorax. Pt expired in the hosp two days later. The nephrologist reported that the access did not appear to be the cause but the etiology is unclear. The dialysis equipment was evaluated and cultured but no problems were identified.